Event description:
Tutoplast fascia lata-infast ultra cultured prior to use. Implanted in 2002. Culture results positive for staph aurecularis. No adverse outcome noted. Pt on levofloxacin post-op. User error may have led to contamination.